Event description:
It was reported that the patient presented in clinic due to experiencing fatigue. Upon interrogation, the right atrial lead exhibited high capture threshold. No other electrical anomalies were noted. The patient was brought to the operating room for lead revision. Fluoroscopy revealed that the lead had dislodged. The lead was capped and replaced. Patient was stable before, during, and after the procedure.